Event description:
Nurse stated that when she was pulling the plug out of the wall (white outlet), it sparked so big that the pca across the room saw it happen. The nurse felt tingling up her arm but did not have any burns or injury. A patient was in the bed and was transferred to a new bed which took the old bed out for service. No injury occurred on the patient as well.